Event description:
Case description: this spontaneous report was received from an us health care professional and concerns a male patient. The patient was injected with radiesse(+) into the midface and chin (off label use of device), on (B)(6) 2025. Batch number was reported as a00225350 (expiry date: 03-sep-2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00225350 (expiry date: 03-sep-2027). A lot search in the global safety database was conducted. A 1.5 ml syringe was used. After the radiesse(+) injection, the patient experienced patches of white spots behind his lower lip, inside the mouth, which was believed to be radiesse(+). On (B)(6) 2026, the patient came for a follow-up and reported that his dentist wanted to refer him to an oral surgeon to remove and biopsy them. The injector believed that it was radiesse(+) and removed some of it. Some of the radiesse(+) adhered to the surrounding tissue, so it was not possible to be fully removed. Due to the provided information, the outcome of the events was considered as resolving.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00225350, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00225350) and no similar events were noted. This case was assessed by merz north america as serious. The events product distribution issue and injection site discolouration were assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Off label use of device was coded only for formal reasons. Injection into the chin is no approved indication for radiesse (+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of product distribution issue was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.